Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2020-01429

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using packing coil lps, a ruby coil detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted several packing coils lps using the handle. However, the next packing coil lp failed to detach in the target vessel. Therefore, the packing coil lp was removed. The procedure was completed using additional packing coil lps, the same handle, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coil lps, a ruby coil detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted several ruby coils lps using the handle. However, the next ruby coil lp failed to detach in the target vessel. Therefore, the ruby coil lp was removed. The procedure was completed using additional ruby coil lps, the same handle, and the same lantern. There was no report of an adverse effect to the patient.